Event description:
During bypass, a high pressure drop was experienced. The oxygenator was changed out and the procedure was completed without further complications. No patient injury occurred as a result of this event, however, the patient was reported to have expired later. No further details or patient information is available.